Event description:
The customer reported having an intermittent issue with an error message on the workstation when booting up system, which caused the x-ray functionality to be disabled. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge rep performed an onsite investigation. The generator interface board was replaced and the firmware was reloaded. The system was then found to be operating as intended.